Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one patient. The following data was provided: sid (B)(6) initial result 1.65 mmol/l, repeated 0.37 mmol/l. Repeated on another instrument 0.36 and 0.37 mmol/l. The customer transmitted the correct result (0.37 mmol/l) to the medical team as there was precision. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not performed as returns were not available. Device history record review was performed on lot number 30006ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. A search for similar tickets by lot number 30006ud00 found normal complaint activity. File samples was not tested as the repeat test produced acceptable result. In addition, the quality control was acceptable during the erratic result. This indicates the assay is performing as expected. Labeling was found to be adequate for the issue under review. Based on the information within the complaint record, no systemic issue or deficiency was identified.